Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2007 the patient presented with the following pre-op diagnosis: l4-5 central disk herniation. L5-s1 grade 1 spondylolisthesis associated with bilateral l5 spondylolysis and severe right s1 nerve root canal stenosis along with disk herniation. The patient underwent the following procedures: right l4-5 decompressive laminectomy, foraminotomy and diskectomy. Right l4-5 posterior lumbar interbody fusion with titanium threaded cage, autogenous bone and bone morphogenetic protein. Right l5-s1 decompressive laminectomy, diskectomy and foraminotomy. Right l4-5 posterior lumbar interbody fusion with autogenous bone and bone morphogenetic protein and titanium threaded cage. Left l4 to s1 percutaneous pedicle screw fixation utilizing the percutaneous pedicle screw system. Left s4 to s1 posterolateral fusion with autogenous bone and bone morphogenetic protein. Procedure performed with the zeiss microscope. Per op notes: the disk space was packed with autogenous bone preserved from the lamina and facet joint and bone morphogenetic protein. A 14 x 26 mm titanium threaded cage was filled with the same bone material and inserted into the disk space. Attention was now focused at l5-s I level. In view of the spondylolisthesis, access to this level was difficult. Finally, after extensive dissection, the disk space was entered. A diskectomy was carried out. Extensive foraminotomy was carried out with decompression of the right l5 nerve root. The disk space was drilled. All disk material was retrieved. The disk space was then packed with autogenous bone and bone morphogenetic protein followed by insertion of a 12 x 20 mm titanium threaded cage which was also filled with the same bone material. Attention was now focused on the percutaneous pedicle screw fixation and posterolateral fusion. Utilizing the percutaneous pedicle screw system, the pedicles of l4 and s1 were entered on the left side utilizing the cannulated trocars. Through the cannulated trocars, k-wires were inserted followed by insertion of 6.5 x 50 mm cannulated pedicle screws. Utilizing the percutaneous pedicle screw system, a 55 mm rod was inserted connecting both screws and locked both screws by means of the appropriate set screws. Through the same incisions made to insert both the screws, bone was applied to the posterolateral aspect of the spine along with bmp to induce a posterolateral fusion. On (B)(6) 2009 the patient presented for right long finger mass excision. On (B)(6) 2009 the patient presented with l4-l5 and l5-s1 persistent spinal stenosis with cord compression, intractable axial pain and instability and lower extremity paraparesis, l4 to s1 fusion with instrumentation. The patient underwent the following procedure: l4 to s1 exploration of fusion mass with removal of posterior instrumentation and l4-l5 and l5-s1 total laminectomy with bilateral total facetectomy with decompression of compressed and tethered spinal cord and bilateral neural foraminotomy with release of adhesions and internal neurolysis with l4-l5 and l5-s1 wedge osteotomy with l4 to s1 posterior spinal fusion with pedicle instrumentation bilaterally and posterolateral fusion with autograft with continuous intraoperative neural monitoring and junctional nerve root testing with intraoperative fluoroscopic guidance. Per op notes: dual rod construct was secured using multiple end caps and following satisfactory placement the end caps were torqued to appropriate tension. Secure fixation of the entire construct was confirmed following final tightening of the end caps and torqued to appropriate tension. At this time the posterolateral intertransverse regions at the l4-l5 and l5-s1 levels were decorticated using a high-speed bur and irrigated using copious amounts of antibiotic irrigation. Any micro-bleeders were carefully cauterized. Bone graft including autograft and also bone graft chips were placed through the bilateral intertransverse regions at the l4-l5 and l5- s1 levels bilaterally.